Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedances on the right ventricular (rv) channel. Additionally, noise was observed on the shock channel. The rv lead was suspected to be fractured and a revision was performed to inspect the integrity of the system. Neither fluoroscopy nor visual inspection revealed any abnormalities. The physician elected to leave the system implanted and continue monitoring. The rv lead is another manufacturers product. This ICD remains in service. No adverse patient effects were reported.